Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. There was no damage observed on the insertion tube. There were minor chips noted on the light guide lens. In addition, there were two small slow leaks from the air/water nozzle and biopsy channel at the distal end. The device failed air leak testing. The biopsy channel wall was examined and found scrape and tear marks at the bending section area. There was slight corrosion in the endoscope connector. The device was serviced and returned to the customer. The cause of the patient's outcome cannot be determined; however, patient underlying diagnosis cannot be ruled out as a contributing factor to the user's report. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that two patients had developed diarrhea following colonoscopy within a two-week period, and both patients had reportedly been examined with the same device. The user facility was contacted to obtain additional information regarding the report. The first patient was examined with the subject device in 2007. On the following month, the patient returned to the doctor's office with a complaint of diarrhea for three weeks. There was no stool test performed, and the patient was medically treated with antibiotics. The second patient was reportedly examined with the same colonoscope early in the same month. Three weeks later, the user facility was informed by the patient's attending physician that the patient returned to his office and complained of diarrhea after colonoscopy. A stool test was performed and the result was negative for c-dificil. The clinical director at the facility reported that they do not suspect the endoscope to be the cause of the patient's outcome, as the two patients were examined at different dates two weeks apart, the facility performs numerous procedures every day, and there have been no other complaints from other patients that were examined with the same colonoscope. She indicated that the colonoscope was being returned to olympus for evaluation as requested by one of the physicians.